Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were three episodes of ventricular oversensing since (B)(6) 2015. Threshold, sensing and impedance were good. Reprogramming was made. Patient condition was good.